Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0tlld, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the patient programmer (pp) was not adjusting stimulation. The increase and decrease buttons did not appear to be functioning. There was no response from the pp. The pp was not advancing when buttons were pushed. The patient also reported a shocking sensation, which occurring mostly when the patient was lying down. There was no trauma or falls that could be related to the issue. The patient also had a return of symptoms. The change in therapy/symptoms was considered sudden. The shocking started to occur on (B)(6) 2015 and the return of symptoms started in (B)(6) 2015. At that time the patient was at the healthcare provider (hcp) office and a manufacturing representative (rep) for an appointment. Currently, the patient was on program 3 at 4.3v with stimulation off. The patient still felt shocking even with stimulation off. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.